Event description:
On (B)(6) 2015, additional information was received from a physician. The physician stated there was nothing wrong with the pump at all. He struggled to understand the patient's concerns with the pump and in the end decided to honor the patient and removed the pump.

Manufacturer narrative:
The previously reported patient code no longer applies. The previously reported outcome attributed to adverse event "intervention required" no longer applies.

Event description:
Additional information was received from an hcp via a company representative. The patient's chart indicated they were concerned about her ptm and pump, and that the patient had no symptoms. No issue was determined, they just always suggest changing the ptm batteries as the first troubleshooting step as it seemed to resolve most issues. In addition, it was stated the patient had seizures prior to implant of their pump, and they were not at all related to the pump or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
(B)(6) 2015 crts (B)(4), interface details, rpl x2, medrec (con, hcp): information was received from a patient and healthcare provider (hcp) receiving dilaudid 2.5mg/ml at 750 mcg/day via an implantable infusion pump. The indication for use was noted as spinal pain. The patient's medical history included no known drug allergies, anxiety, depression, diabetes, fibromyalgia, heart burn/acid reflux, hepatitis, high blood pressure, hypothyroid/hyperthyroid, liver disease, migraine headache, diabetic peripheral neuropathy, psychiatric conditions, sleep apnea, chronic pain syndrome, and sjorgen's syndrome. The patient's concomitant medications included bupropion hcl, trazodone, levothyroxine, gabapentin, lansoprazole, hydroxyzine, docusate sodium, ondansetron, fluvoxamine, polyethylene glycol powder, oral hydromorphone, novolog, azathioprine, and buprenorphine. In (B)(6) 2015, the patient saw error code 8987 and two other unknown codes on the personal therapy manager (ptm). The patient noted that she was disabled and in bed most of the time. Patient also stated that she saw the health care professional on (B)(6) 2014 and was told that she needed to change the batteries. R eportedly, changing the batteries helped but now it was doing the same thing with the codes. The patient presented to her hcp with generic pain, leg pain and back pain. The symptoms were exacerbated by standing, bending, twisting and walking down stairs. The pain was described as sharp, full, aching, burning, stinging and tingling. She also complained of difficulty sleeping, fatigue, blurred vision, eye pain, swelling in the legs/feet, poor circulation, constipation, nausea, vomiting, abdominal pain, joint pain, muscle spasms or cramps, muscle weakness, easy bruising, color change, rashes, headache, poor memory, seizures, excessive worry, depression, excessive stress and heat intolerance. The patient's pump was reprogrammed to deliver 1.0mg/day of dilaudid and the patient was to return in 1 month. On (B)(6), the patient's son and care taker called and indicated that the ptm was having a hard time connecting to the pump and that the patient had called on (B)(6) 2015. It was noted that when the patient called on (B)(6) 2015, the patient was told that she would receive something to strengthen the signal (antenna) and patient never received the part that was supposed to help. The issue that was reported on (B)(6) was still occurring randomly and intermittently, there was no pattern to it. If additional information becomes available, a follow-up report will be submitted.